Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The insulin pump was received with a minor scratched liquid crystal display window and cracked case near the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 165 mg/dl. No further details were given.